Manufacturer narrative:
Technician found bed in plant operations. Head section is slowly drifting down. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.

Event description:
Facility alleges, the head section is slowly drifting down. No injury alleged.